Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" messages, followed by an "e50 - console error" message, were generated by the aquabeam robotic system. As a result, the treating physician decided to abort the aquablation procedure. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
The aquabeam handpiece and associated aquabeam motorpack and aquabeam console were returned for investigation. The log files confirmed the reported "e22 - motorpack error" and "e50 - console error" in addition to "e23 - motorpack error" messages. Functional testing could not reproduce the reported event while pairing with the associated motorpack and console. The handpiece successfully completed three docking cycles. Aquablation simulation treatments could not be performed fully due to the severed high-pressure hose. Additional analysis observed salt deposits on the encoder wheel and sensor board which is evidence of fluid ingress. How the fluid entered the handpiece remains undeterminable. A review of the device history record (DHR) for serial number (B)(6) and the aquabeam handpiece / lot number 21c00674r1 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: "e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." "E23 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece." "E50 - console error. Release foot pedal and click x. If error persists, turn off and turn on console and cpu." Although the in-house investigation confirmed the reported failure mode, the root cause was unable to be established. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.